Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2011. (B)(6). The up and contrast keypad buttons were found to be intermittently responding to presses. The contrast button has no effect on insulin delivery function. The keypad was removed and adhesive was observed under the button contacts. The bolus button was also found to be intermittently responding. Unrelated to this issue, the display was found to be dim with a reddish tint and the battery compartment was found to be cracked the user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
Evaluation revealed intermittently unresponsive up arrow and bolus buttons. This report is made based on the results of evaluation.